Event description:
During the beginning of the approach for the transsphenodal surgery, the doctor noted that a caudal elevator broke apart inside the nose. This resulted in a piece of the elevator remaining inside the nose. The piece was retrieved by the surgeon within a few minutes. The pieces appear to fit together without any missing parts. An x-ray was taken to check for any remaining parts. The x-ray was clear.